Event description:
The pt presented with an aneurysm of the right popliteal artery and sfa. After the device deployed approximately halfway, the device began to buckle and accordion. The constrained portion of the device was withdrawn into the sheath and removed. Another device was deployed without incident. The pt did not experience any adverse consequences.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - engineering analysis - during device examination, device deployment was re-initiated on the bench top with minimal force. The examination found no anomalies attributable to the manufactured device.